Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "treatment results of esophageal / gastric esd under general anesthesia in our hospital". [Literature summary] esophageal / gastric endoscopic submucosal dissection (esd) procedure and safety gender is almost established. However, if a long period of time is expected, patients with obesity, heavy drinking history, or antipsychotic drug history will not be able to obtain sufficient sedative effect by intravenous anesthesia, and as a result of oversedation, desuppression will occur and treatment will be interrupted or even. Experience the onset and split resection. At our hospital, we introduced esd under general anesthesia and examined the treatment results in patients with such esophageal-gastric tumors. [Type of adverse events / number of patients] 1 case of massive bleeding. 1 case of intraoperative microperforation. The product was unknown but a representative product was chosen for processing purposes. (Kd-650l).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author and the legal manufacturer's investigation. New information added to the following fields: b5, h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation.

Event description:
The author provided additional information: in the opinion of the author, the events were not caused by the olympus device. The lot numbers are not available.